Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced optical signal issues. The console was replaced to address the issue. No patient harm reported.

Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was returned and the optical signal issue was confirmed. The root cause of the optical signal issue was determined to be a software issue. This report is being filed as part of a retrospective review of historical records.